Event description:
This complaint is now reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. A 2.25x16mm taxus liberte atom stent delivery system (sds) was advanced to the severely calcified left anterior descending artery (lad); however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system (sds) with the stent was visually, tactilely and microscopically examined along the entire length. The balloon was tightly folded and the stent was located between the markerbands. Microscopic examination of the stent implant did not reveal any damage. It was noticed while inspecting; the 2nd, 3rd and fourth stent struts in a parallel row, part of the stent coating was peeled, which is most likely due to interaction with the anatomy or interrupted with interaction with another device. The distal end of the catheter revealed damage to the distal tip. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).